Event description:
Rayner intraocular lenses limited received notification from a (B)(6) healthcare facility of an event that occurred during use of a c-flex aspheric 970c intraocular lens (iol). The healthcare professional reports that upon implantation of the iol into the eye he observed a superficial imperfection on the underside of the lens and remarks that the imperfection is an usual staggered pattern. (B)(4).